Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the high impedances were not resolved. They stated that reprogramming was done around the open electrodes. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for non-malignant pain. The rep reported that they spoke to the patient last thursday, and the patient is having impedance issues with electrodes 2, 4, and 5. It was noted that the patient fell the previous weekend or shortly after. Impedances were 40,000 ohms on contact 2, 27,530 ohms on contact 4, and 37740 ohms on contact 5. The rep stated that the patient still has benefit from their therapy. The rep could not recall the patient¿s programming other than the top of the lead was used and contact 6. No further complications or patient symptoms were reported or anticipated.